Event description:
It was reported that the hcp experienced difficulty placing the catheter in a high cervical region due to lesions in the high thoracic region. He decided to pull the catheter out and abort the implant procedure. Upon removal of the catheter, it was noted that approximately 6 centimeters of the catheter had sheared off. The catheter fragment remained in the patient. It was believed that the stylet may have gone through the end of the catheter and the catheter was sheared off on the tip of the needle. The hospital would not release the catheter for analysis by the manufacturer. The patient was referred to a neurosurgeon and the system was implanted in 2008. The patient was doing "fine" at the time of this report.